Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity was less than expected. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: data analysis was performed and showed the pacemaker has no unusual faults or resets and is operating normally. The power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion.

Manufacturer narrative:
With the available information, boston scientific concluded this device experienced normal battery depletion.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity was less than expected. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.